Event description:
Quality management received notification of litigation involving an intravenous catheter, a piece of which (or other foreign body) allegedly remained inside the plaintiff's body at the time she was discharged from a medical facility. The complaint alleges this situation has caused the plaintiff personal injuries resulting in continuing medical expenses and pain and suffering. No details regarding the catheter are available from the complaint. Baxter is listed as the MFR, distributor and/or seller of the device.